Manufacturer narrative:
H6: ventec reached out to the customer who reported the issue, asking whether the device would be returned to ventec for evaluation. The customer has not provided a response as to whether they want to return the device or not at this time. If/when the device is returned to ventec for evaluation, ventec will submit a follow-up report when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had powered off unexpectedly. There was patient use reported; however, there were no reports of patient harm associated with the reported issue. Ventec made multiple attempts to the initial reporter for additional information regarding the patient. However, no additional information has been received at this time.